Manufacturer narrative:
Since the device is working as intended, it will not be returned for inspection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus on-site support (oss) called olympus technical assistance center (tac) to report an intermittent lower right quadrant image loss issue with a otv-s400. This issue was occurring on multiple monitors. The customer wanted the oss to rule out the possibility that the camera box was not faulty by switching it with a known good one that was not giving the same issue. Troubleshooting ruled out an issue with the device, and the issue has to do with the serial digital interface (sdi) cabling running through the equipment boom. The oss found the issue in the morning while setting the room up for the day. No patient was involved or affected by the issue. The device is not returning because it's working fine.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the failure of the video cable connection causing noise in the image occurred due to a malfunction in the video cable connection. The cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.